Event description:
It was reported on (B)(6) 2012, that a vns patient passed away. The patient's family stated the patient died of cardiomyopathy however the physician who reported the event stated the patient did not have any cardiac issues that he was aware of. The physician believes the patient died due to a seizure because the patient went to the ER due to a seizure and then wandered out of the room. The patient was later found dead in the hospital stairway. The physician was not able to confirm the cause of death and did not have any more information to provide. The physician stated that he if became aware of any additional information, he would reported it to the manufacturer. Good faith attempts to obtain additional information are currently being made.

Event description:
Additional information was received on (B)(6) 2012 when the physician stated that the device was not related to vns and the device was not explanted after the patient died. The physician has not seen the patient in a while so he did not have any additional information to provide. Good faith attempts to obtain a copy of the death certificate were unsuccessful as the state does not does not provide without family consent. A sudep evaluation was performed and the death was determined to not be sudep.